Event description:
Customer reported the beam was not centered during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet been granted permission by the customer to evaluate the system. (B) (4).